Event description:
According to available information, this device required replacement due to holes in the right cylinder. It was noted there were two small suture holes in the right cylinder approximately 1 cm above the tubing connection. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 2. Separations were noted on the bladder of cylinder 1. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder #1 occurred subsequent to the device packaging being opened. The information received indicated two small suture holes in the right cylinder. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.